Manufacturer narrative:
The sample was returned for evaluation. While evaluating the sample received under visual evaluation, no deficiencies were observed, no malformations, no holes in the packaging, and no voids in the sterile seal were found. The dye penetration test verified that there were no voids in the package seal. The reported issue of urinary tract infections is most likely an adverse reaction due to patient condition. Catheters are produced using qualified materials and processes are validated. The device history records lot number and it was found that it passed all of the quality checks for dimensional, functional, and appearance. (B)(4).

Event description:
It was reported that the patient believes his uti's are the result of the use of the catheter. Patient stated that he had not used the catheters in awhile and when he used one to check his residual urine, the next day he experienced a uti and was put on antibiotics by his doctor. The patient also states in his letter that the catheters lack lubricity.